Event description:
It was reported to nova biomedical, that a consumer received high results all morning on her blood glucose meter. She continued to administer insulin all day based on the high readings. She began to experience symptoms of low blood sugar, in spite of receiving the high readings. She treated her low symptoms by adjusting her diet. During the call to customer service, it was revealed that the consumer does not control solution test her vials of test strips and, in fact has not had control solution since her initial sample that came with the blood glucose meter. This practice is against the directions for use, and the integrity of the test strips before use cannot be determined without control solution testing. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the test strips for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.